Event description:
Product manufacturer reference number: 1627487-2019-10786, 1627487-2019-10787, 1627487-2019-10788, 1627487-2019-10790, 1627487-2019-10790, 1627487-2019-10798, and 1627487-2019-10800. It was reported that the patient was no longer receiving adequate therapy. As a result, the system was explanted on (B)(6) 2019.